Event description:
The manufacturer received information alleging an issue with the ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.